Event description:
The device was returned for recertification, during functional testing by a zoll service technician, the device failed to power on. There was no pt involvement in the reported malfunction.